Event description:
It was reported that the day after vns implant, several diagnostics were performed indicating high impedance. Post-operation impedance was noted to be within normal limits. The device was turned off and the patient was scheduled for a surgery for the following day to attempt to resolve the issue. Further follow-up stated that after the device was turned off, the lead impedance then read to be within normal limits. At the follow-up surgery, pre-operation diagnostics showed lead impedance within normal limits. The lead pin was checked and stated to be fully inserted into the generator. The generator was tested with a test resistor and showed to be functioning within normal limits. The lead pin was reinserted a couple times, and diagnostics performed after each check indicated impedance within normal limits. No revision or replacement was made and the patient was closed up. An x-ray was reviewed by the surgeon before and during the surgery, and it was stated the lead on the neck appeared fine. The surgeon suspected a generator issue. Follow-up with the surgeon further stated that she believed it was unlikely that there was a positional lead fracture as she stated she does not use sharp objects are the device and inserted the lead pin with her finger. The surgeon stated that the lead pin appeared fully inserted upon reopening the site or any manipulation. She noted that after the surgery, the anesthesiologist stated the patient took two attempts to intubate. Besides this point, the surgeon did not recall anything abnormal occurring during surgery preparation, such as preparation taking too long or use of suctions. It was noted that the patient was larger. It was stated that the patient was currently doing well with the vns. No additional relevant information has been received to date.

Event description:
Further follow-up with the surgeon confirmed the events during the surgeries performed. The surgeon reiterated that the lead pin was fully inserted upon review at the follow-up surgery. The lead pin was reinserted, but the impedance value was not much improved from the pre-operation impedance value, which was within normal limits, but higher than what she was comfortable with implanting. The surgeon stated that she does not irrigate the generator cavity when the generator was in the pocket, and that there was no unusual swelling or hematoma with the patient. The surgeon was concerned of overstimulation as the patient had a high pitched hoarseness after surgery, which improved after the device was turned off. Further follow-up with the company representative who was present during surgery indicated that a student had placed the lead under the surgeon's supervision. The setscrew was loosened with normal resistance. The patient was noted to be obese and had enlarged lymph nodes that took about 10 extra minutes to dissect to get to the vagus nerve. Device history records were reviewed for the implanted generator and lead. Both devices were confirmed to have passed all quality inspections and were sterilized prior to distribution. Programming history data was reviewed taken from the tablets used to interrogate the device during the surgeries confirmed the previously reported impedance values. The high impedance was estimated to have occurred on the day of implant but hours after surgery. No further relevant information has been received to date.

Event description:
It was reported that the physician believed the high impedance was caused by the patient's anatomy since the nerve was located deep in the patient's tissue due to her being "very large." It was believed that there was some obstruction causing the high impedance that was resolved after the lead "settled."